Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient¿s legal guardian (lg) stated the patient was taken to the emergency room (ER) due to hypoglycemia on (B)(6) 2026. The weather was hot and the patient had no appetite, resulting in a drop in their blood glucose (bg) levels. The bg levels were fluctuating between 4.8 mmol/l (86.4 mg/dl) and went as low as 1.9 mmol/l (34.2 mg/dl). The patient¿s doctor was contacted who suggested they go to the ER to see if the patient potentially required treatment for the low bg level. The patient¿s symptoms included feeling shaky, emotional, drowsy, and not wanting to eat. The pod was never removed and was worn for its full duration as the pod itself was not malfunctioning. The patient stayed in the ER for about 2-3 hours where they were monitored by emergency room (ER) staff. The patient¿s low bg levels were treated with lyft tablets, shots, sweets, coke, and fanta. While in the air-conditioned emergency room (ER), the patient wanted to eat snacks and biscuits. The lg stated that there was no diagnosis. The emergency room (ER) staff stated that the patient may have had gastroenteritis and the hot weather made them not want to eat, resulting in the low levels. The patient was released that same day.